Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate the returned test strips due to wrong vial lot. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
(Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 94-109mg/dl fasting. Verified the strips expire 12/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 102mg/dl and 94mg/dl not fasting. Reviewed meter memory: 1:49mg/dl - fasting:yes, 2:147mg/dl - fasting:yes, 3:107mg/dl - fasting:yes, 4:30mg/dl - fasting:yes, 5:35mg/dl -fasting:yes. Customer is concerned with the result of 49, 30 and 35mg/dl in the meter's memory. The customer feels the result is not that low because if so the blood result would go below 60mg/dl and would have blurry vision. The customer informed the blood result has never been that low. The customer cannot see the date and time of the results what is calling about, however, she could retrieve from memory results obtained on friday or saturday. Customer considered the back to back blood results low too.